Manufacturer narrative:
Device evalution: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed and the root cause cannot be determined

Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device was just back from repair, failed accuracy +7.5%. The published range for accuracy is +/-6%. There was no patient involvement.